Event description:
It was reported that the lead had two impedances that were out of range. The patient underwent an explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17336945.